Event description:
According to the information available, this complaint concerns a male end user who had been catheterizing for almost 3-4 years with the self-cath soft catheter prior to the incident. The end user stated that he would usually experience minor bleeding when catheterizing but had a different experience upon the incident reported. The end user felt pain during insertion of the catheter, which he tried to ease by applying more lubricant. It did not help, and the end user reported bleeding to the point that blood went into the catheter tube causing the flow of urine to stop. He was not able to insert the catheter to reach the bladder because of pain in the urethra. The end user was admitted to a hospital for urine retention the end user had later confirmed that he had no symptoms from the bleeding and did recover from it and was admitted in the hospital for 4 days. No further information was provided.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.